Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1911106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failure. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or defects were observed on the adapter spike or septum. Leakage testing was performed on two of the retained samples, in both cases no leakage was observed. The third sample was connected to an IV bag , then connecting an IV set to the spike port. The product was observed after a 24-hour period, no leakages occurred. Product undergoes visual and functional inspections throughout manufacturing, including leakage testing which is performed for all lots to ensure the quality of the membrane. Records were reviewed for lot 1911106, no issues related to leakage were identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that 3 bd phaseal¿ infusion adapters c100j experienced leakage around the infusion adapter. The following information was provided by the initial reporter: this is a report about leakage of infusion fluids (anticancer drugs) from the connection between the infusion bottle and c100j. The customer experienced this incident a few times in a row. Anti-cancer drug leaks from the rubber stopper of the infusion bottle there are two cases that happened at c100j. (1) when the bottle needle of the infusion set was inserted into the insertion hole of c100, the anticancer drug leaked from the gap between the insertion hole and the bottle needle. (2) the liquid leaked from the gap between the c100j bottle needle and the rubber stopper of the infusion bottle during administration of the anticancer drug. The above events occurred 2-3 times in quick succession.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd phaseal¿ infusion adapters c100j experienced leakage around the infusion adapter. The following information was provided by the initial reporter: this is a report about leakage of infusion fluids (anticancer drugs) from the connection between the infusion bottle and c100j. The customer experienced this incident a few times in a row. Anti-cancer drug leaks from the rubber stopper of the infusion bottle there are two cases that happened at c100j. When the bottle needle of the infusion set was inserted into the insertion hole of c100, the anticancer drug leaked from the gap between the insertion hole and the bottle needle. The liquid leaked from the gap between the c100j bottle needle and the rubber stopper of the infusion bottle during administration of the anticancer drug. The above events occurred 2-3 times in quick succession.